Event description:
It was reported that before starting patient support and during extracorporeal membrane oxygenation (ECMO) transport the centrimag motor made a noise and began to rattle with an m4 alarm. This occurred when starting the unit and increasing the rpm. As the rpm was increased the noise increased. The healthcare providers immediately switched to the backup motor and the issue resolved. The console was not exchanged and there were no consequences to the patient. Related MFR report #: 3003306248-2022-14534.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor noise and alarm was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot. The motor was connected to a test console and ran at 5000 rpm. The motor cable was manipulated near the console connector end bend relief and the motor stopped running. The motor speed dropped to 0 rpm and a ¿motor alarm: m4¿ alarm was active. The pump rotor began to rattle. The motor cable was manipulated several times in the same location with the same result. This issue was reproduced when the motor was tested with another test console. The motor was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the motor was connected to a calibrated test centrimag system. The motor speed was attempted to be increased, but it would not pass 0 rpm. A ¿motor alarm: m4¿ alarm was active. The pump rotor was rattling and making a loud noise. The motor cable underwent a resistance test, and an open lead was found on the hx/hy wires. The lemo connector was opened and the grey wire, hx, was found to have a bad solder connection at the lemo connector. The root cause for the reported event was conclusively determined to be due to a solder connection issue at the lemo connector of the motor cable. A supplier corrective action request (scar) was initiated to inform the supplier and the motor was manufactured prior to the scar. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m4 alarms. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.